Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: there is no visible damage to the keypad. The ok button has an intermittent response. The up, down, and contrast buttons respond properly. Removed the keypad and found contamination under all of the button contacts. There is a crack along the battery compartment extending from the fingerpad to the case seal.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the ok, up and down buttons are not working. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and wipes the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.